Event description:
It was reported that the patient experienced less than 50% therapy relief from their implantable neurostimulator (ins). Reprogramming was performed as an action taken at the time of report. Impedance testing showed high values (10,000 ohms) which varied on most contacts. The patient was to see their physician for a revision but nothing had been scheduled at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# unknown; product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient needed to have an MRI of their back because the implantable neurostimulator (ins) was defective which was determined in may or (B)(6) 2015. It was further reported therapy never really worked since implant and the patient experienced a loss of therapy. It was further noted that the device would be removed soon by a physician.